Event description:
On (B)(6) 2022, a merit employee conducted a cer literature search for the careflow and hydrocath cvc product families. The study alleges that after approximately half of the guidewire length was introduced, resistance was felt that prevented further guidewire introduction. Guidewire extraction was attempted, but 12 cm of the wire remained within the patient. Chest x-ray showed the guidewire coiled about 3-cm distal to the puncture site. Surgical extraction was performed in a 30-minute procedure. The extraction was successful and uneventful. No additonal patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.